Manufacturer narrative:
Product event summary: a photo was returned and analyzed. Returned x-ray image from the field showed an ablation catheter spiral array inside the patient body. The array appears as discontinued between electrode# 6 and electrode#7. The array appears inverted or knotted. The guidewire appears extended beyond the tip of the catheter. The pebax tubing appears torqued distally to the #7. In conclusion, the reported issue was confirmed through the image analysis. The physical product has not been received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information confirmed that there was no direct evidence found which could indicate a piece of material was left into the patient.

Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012745850 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: electrode(s)#1 was observed to be crushed/damaged, inverted array was observed, a knotted array was observed, and the pebax tube was observed to be twisted. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity test did not reveal any anomalies. During microscope/x-ray imaging and testing of the array segment, it was observed that the proximal end of the nitinol wire was partially detached from the dual lumen. In conclusion the reported inverted array was confirmed through analysis. The loop catheter failed the returned product inspection due to the inverted and knotted spiral array and pebax tubing, the nitinol wire partially dislodged, and the crushed and deformed electrodes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, the catheter was not deploying properly, even though the slider on the handle was pushed all the way forward. The physician decided to check for vein signals in the left veins, and noticed a short spike in electrodes one-two, four-five, five-six. It was hard to pull the catheter back into the sheath but was eventually achieved. The catheter was checked and a knot was found. It was thought that all previous issues were signs of a catheter inversion. A white transparent wire coming out from the electrodes. Materiovigilance was performed, because it was assumed that the wire was one from an electrode and was supposed to be inside the catheter insulation, meaning there was a possibility that a piece of isolation materialwent into the patient's heart. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.